Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and ran accuracy testing were performed. The customer reported "fails accuracy" problem was not duplicated. The investigation test results showed -2.28%, -0.74%and -1.88% which were all within the internal spec. Of +/-3.0%. However, the pump intermittently reboots when the run mode was entered. According to the investigation, the customer's accuracy test setup or procedure was incorrect which caused the reported problem. Investigator replaced that the pump mp board due to the rebooting issue. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -13.50% during testing. There was no patient involvement.